Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb) provided by customer, the backlight inverter pcb and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.